Event description:
It was reported, the xenon light source had an error message e102 (lamp goes out). There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported e102 error reported in the initial report occurred during a colonoscopy. The procedure was completed with the same device. There was a 10-minute procedural delay.

Manufacturer narrative:
Update to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Health professional" should not have been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not reproduce the reported malfunction as the device was not returned. Olympus will continue to monitor the field performance of this device.